Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The consumer via the manufacturer's representative (rep) reported abdominal stimulation that occurred post implant. There was a loss of therapeutic effect. It was unknown what led to the event. Reprogramming was completed and an x-ray confirmed lead migration. At the time of the report, the issue was not resolved. A revision was pending but not scheduled. Relevant medical history included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.